Manufacturer narrative:
The reported events of high capture threshold and intermittent capture were not confirmed. The full lead was returned in one piece for analysis. Electrical testing and visual inspection was normal with no anomalies found except for the damages found consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the right ventricular (rv) lead exhibited an increase in capture thresholds and intermittent capture. The physician opted to explant and replace the lead. During the procedure, x-ray confirmed rv lead dislodgement. The patient did not experience any symptom and was in stable condition during and post-procedure.